Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement. Review of daily measurements showed the shock impedance measurements have been between 90 and 110 ohms. All other lead measurements were stable. A health care professional (hcp) planned to schedule the patient for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device and lead continue to exhibit high shock impedance measurements, including out of range measurements. Technical services discussed the programmed shocking vector could return high shock impedance measurements. A health care professional (hcp) planned to schedule the patient for further evaluation.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.